Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert for transmitter ID (B)(4). Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined. No injury or medical intervention was reported.